Event description:
It was reported that the user experienced intermittent communication between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, resulting in brief sensor issue alerts and signal loss to the ilet; during troubleshooting the user repaired the sensor and it subsequently reconnected with glucose visible on the ilet. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with the device components implicated in the electrical and magnetic domain and specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a transient bluetooth interruption that resolved with standard troubleshooting.